Manufacturer narrative:
(B)(4). Bleeding occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The patient (B)(6) symptoms regarding the postoperative blood loss were blood loss more than drainage and hemoglobin dropped. There was no instability of circulation. The patient (B)(6) reoperation was initially laparoscopic, but was then converted to an open procedure due to uncontrolled bleeding and problems with the mesh separating. There was no indication of damage to the mesh caused by the second laparoscopy. The complete delamination of the cellulose of the mesh was visible directly after insertion of the laparoscope. The surgeon opined that the mesh was not the cause the postoperative bleeding. Currently the patient is free of symptoms. Results: one piece of explanted mesh involved in this event was returned for evaluation. The mesh was examined visually and under a stereomicroscope. The orc layer was completely delaminated and in a separate bag as numerous small pieces. No significant damage was found. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 for an intraperitoneal hernia repair and mesh was used. The patient experienced bleeding of the abdominal wall twelve hours after the initial procedure. A second procedure was done. During the second procedure, the physician noted that the cellulose layer of the mesh had separated. When the physician went to suction the blood, the cellulose stuck to the suction device and it disintegrated into pieces. Additional information has been requested.